Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. Full functional testing, electrical safety testing, calibration and simulated therapy were performed and no additional defects or malfunctions were found with the device. An internal and external inspection was performed and found no issues. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death and it was not reported if the patient was connected to the baxter healthcare homechoice device or if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.